Manufacturer narrative:
No device was returned for evaluation. Review of device history records was not possible as the necessary product//lot code combination was not provided. Root cause is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this reporting.

Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034 -2019 -01068. Primary di# (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the screw was able to pass through the female threads of the mating plate due to overtorque form the power adaptor. No further information is available at the time of this reporting.